Event description:
The customer stated that her blood glucose readings had been higher than usual and she alleged that she received a control test result of 191 mg/dl. While troubleshooting, she performed another control test and received a result of 192 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.